Event description:
The following was reported to davol by the FDA via medwatch report (mw5038282): the report alleges that on (B)(6) 2012 the patient was implanted with a bard mesh. The patient states: "a lot of pain from my mesh implant. My right side and gut will go numb then a lot of pain. A vein may have been cut in half. Hernia was two in one. I had two hernias and 2 years later problem start to show up in common thing I normal do."

Manufacturer narrative:
Based on the limited information provided we are unable to determine to what extent, if any, the alleged bard device may have caused or contributed to the events as alleged. No contact or identifying information was included in the medwatch report, therefore, no attempts can be made for additional information. Without product identifiers a review of the manufacturing records is not possible. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.